Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for overfill with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was performed and overfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 1,000 bd vacutainer® 9nc 0.109m plus blood collection tubes experienced overfill during use. The following information was provided by the initial reporter: after having investigated it seems that samples are not only coming from phlebotomy but ed as well. I believe this could possibly be a problem with the vacuum and should be referred back to the manufacturer (bd). The lot number we have identified is; 9185785. I have liaised with the fm team and have requested they provide us with a new batch of citrate bottles.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1,000 bd vacutainer® 9nc 0.109m plus blood collection tubes experienced overfill during use. The following information was provided by the initial reporter: after having investigated it seems that samples are not only coming from phlebotomy but ed as well. I believe this could possibly be a problem with the vacuum and should be referred back to the manufacturer (bd). The lot number we have identified is; 9185785. I have liaised with the fm team and have requested they provide us with a new batch of citrate bottles.